Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not apply clips properly and misfired after the second or third firing. The case was completed with a like device with no patient consequence reported.

Manufacturer narrative:
H.6.: broken cam. H.3.: evaluation summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken from the left side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected the remaining clips due to the cam condition.